Manufacturer narrative:
Returned for evaluation was one pmta accu2i standard applicator. A visual examination of the device noted that the tip of the applicator is fractured. The fractured off piece was not returned. Functional testing could not be performed due to the condition of the returned device. The customer's reported complaint description of the tip fracture is confirmed. Although the reported complaint description is confirmed, a definitive root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Based on the device history review this event does not appear to be due to a manufacturing defect. A possible contributing factor could have been operational context; i.e. Probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. The IFU states; "avoid placing lateral forces on the applicator tip during placement or removal and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has not yet been returned to the manufacturer. An investigation into the event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported february 02, 2017: during the procedure it was noted the tip of the applicator fully detached from the applicator inside of the patient. The treating physician successfully removed the fragment from the patient. The device was set aside and completed with a new of the same device. It was reported the disposable device is available for return to the manufacturer for evaluation.